Event description:
The field sales associate reported the following: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. ¿angulation wire exited side of delivery device when advancement reached approximately 1/2 to full advancement.¿ the gore® excluder® conformable aaa endoprostheses (cxt261412/(B)(6)) was deployed to the 1st stage and the gate cannulated. A marker catheter was advanced through the gate and positioned at the renal arteries and angiogram performed. The purpose of advancing the angulation wire was to optimize placement in the infra-renal neck. Aortic angulation was 20 degree¿s ap, 70 degrees lateral. The top of the graft was constrained prior to advancement of the angulation wire. ¿the amplatz super stiff aortic wire was partially pulled back when the angulation wire was advanced. No harm occurred to the patient. There was no endoleak at the conclusion of the case. The gore® excluder® conformable aaa endoprostheses was not malpositioned. This maneuvers intent was to optimize an already acceptable initial deployment.¿ the patient tolerated the procedure.

Manufacturer narrative:
Patient medications: albuteral and aspirin. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
The device was returned to gore for evaluation. The device evaluation performed by engineering showed engineering noted a hole in the inner member of the catheter approximately 62mm from the leading end of the leading tip. Engineering was able to advance and retract the j-mandrel with the angulation control knob and the j-mandrel moved past the holes in the catheter inner member without exiting the hole, indicating that there was no lumen obstruction. Engineering was only able to get the j-mandrel to protrude from the hole when a bend was imparted on the inner member at the location of the hole and then advancing the j-mandrel. The j-mandrel was intact with no damage or sharp edges observed at the leading end that could contribute to the hole observed in the inner member of the catheter. Based on the findings from the evaluation, the condition of the returned device is consistent with the observation that ¿angulation wire exited side of delivery device when advancement reached approximately 1/2 to full advancement.¿. However, the cause of the protrusion could not be identified. A manufacturing deficiency could not be identified.